Event description:
Caller states that the inform meter has burnt connector pins. None of the pins are bent. The base has burnt pins as well. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for the inform meter. Reference medwatch with (B)(6) for the inform base.